Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Boot was performed and passed. Charge was performed and passed. Perform functional test: passed all relevant tests. Take battery measurements was performed and passed. The log was downloaded and reviewed finding error related to the complaint. Receiver log review:fail-rttloss. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.